Event description:
It was reported that the patient's right ventricular lead insulation was damaged and exhibited low pacing impedance. The right ventricular lead was capped and replaced. The patient was in stable condition.